Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. Re-implantation is planned; however an exact date has not been scheduled yet.

Event description:
The patient felt that the device was not functioning. Re-implantation has been tentatively set for (B)(6) 2016 but no date has been confirmed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient felt that the device was not functioning. Re-implantation is being planned.